Event description:
It was reported that the micro sagittal saw ran without user activation during a procedure. There were no patient or user injuries, and there were no adverse consequences.

Manufacturer narrative:
Upon disassembly, the motor assembly was found to be corroded. The presence of corrosion in the motor assembly could cause or contribute to the handpiece running without user activation.